Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: the device was initially reported as returning, but was unable to be retrieved.

Event description:
Subsequent to the initial report additional information received: cuff miss was described as ¿when the plunger was removed, no suture was seen¿.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a proglide device after an interventional electrophysiology procedure. Reportedly, a cuff miss was noticed. An unspecified method was used to achieve hemostasis. No imaging was performed prior to proglide use. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.